Event description:
A customer contacted beckman coulter inc. (Bci), regarding an erroneously low etoh result produced by the unicel dxc 800 pro synchron chemistry analyzer for one patient. One patient sample gave an etoh result of 5.3 mg/dl. The erroneous result was reported outside of the laboratory. The physician questioned the result and the sample was rerun upon which it gave a result of 419.8mg/ml. Original result was amended. Patient was transferred to another hospital for unknown reasons during this time. Transferring hospital obtained a result of a freshly drawn sample of 450 mg/dl. It is unknown if there was an affect to patient or user with regard to this event.

Manufacturer narrative:
Per customer, quality control run prior and after the event was acceptable. Customer was advised to discontinue use of non-validated nesting cups after synchron instruments. Possible contribution to the event was explained to customer to be a bubble or foamy bubble sample surface in the nesting cup after sample was poured off from the primary tube into this cup. Theory of sample probe level sensing on the instrument was discussed and that a possible short sample scenario occurred due to the foamy bubble surface. A field service engineer (fse) was dispatched: fse checked out the sample probe height alignment, wash station and all associated sample handling hardware. Fse found no hardware issues and alignments looked good. Fse also spoke with the customer about the non-validated nesting cup use. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.